Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported needle mechanism failure event. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 2064 pulses. The pod data indicated typical user-device interaction, as the user had programmed multiple bolus's. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No damages, manufacturing defects or problems were observed. The pod functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria.

Event description:
It was reported that the pink slide did not move forward. Patient stated that they did not believe pod was delivering insulin. Their blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site, on the arm, the cannula appeared normal. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, patient gave herself 14 units of insulin and her blood sugar went down and then she gave herself a shot of insulin.